Manufacturer narrative:
(B)(4). Cn-(B)(4)- cpla-(B)(4)¿ compact plus ¿ system 1 ¿ serial number - (B)(4). Cn-(B)(4) - cpla-(B)(4) - compact plus ¿ system 2 ¿ serial number ¿ unknown.

Event description:
Customer reportedly received the following results, with two different meters, within 10 minutes: 234 mg/dl, 118 mg/dl (compact plus system 1) and 100 mg/dl (compact plus system 2). A different vial of strips was used for each meter. No adverse event reported. Test strips will not be returned; replacement was sent.